Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. A 7.0x40,75cm mustang balloon catheter was selected for use to dilate the lesion. After the second dilatation, as the physician withdraw the mustang balloon catheter, resistance was met. The physician turned around the device during removal and finally, the balloon was removed. After the device was removed from the patient, the physician attempted to release the balloon and rewrapped. However, the device was unable to be inserted into a 5fr non-bsc introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the balloon section trapped inside a 5french size sheath. The shaft just proximal to the sheath was kinked/bunched. A clear tubing measuring 3.5cm was free moving along the shaft. The device was received loaded on a guidewire which measured 0.034inch. Using some force it was possible to remove the balloon/device from the sheath. An examination of the balloon found no issues with its profile. Some solidified blood was visible on the balloon. Due to the location of the kinks in the shaft it was not possible to insert the device back through the sheath. No damage was identified to the sheath. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. A 7.0x40,75cm mustang¿ balloon catheter was selected for use to dilate the lesion. After the second dilatation, as the physician withdraw the mustang¿ balloon catheter, resistance was met. The physician turned around the device during removal and finally, the balloon was removed. After the device was removed from the patient, the physician attempted to release the balloon and rewrapped. However, the device was unable to be inserted into a 5fr non-bsc introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.